Manufacturer narrative:
Investigation conclusion: the reported complaint is unconfirmed. The investigation of the returned coil system found the implant deformed at the distal end; however, the implant coil was found to still be attached to the pusher upon receipt. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant deformation, but this condition is consistent with the device experiencing forces exceeding the implant's yield strength.

Event description:
No other clarification was provided, however device was received and evaluated. Please see d10, h6 and h11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged missing implant, and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was originally reported the introducer failed to detect the insertion of the coil inside. The coil could not be used. Additional information received clarified that there was no coil at the distal part of the pusher. Another coil was used to complete the procedure. Patient status is good; there was no report of patient injury or consequence. No other clarification was provided.

Manufacturer narrative:
This report represents correction to g6 / type of report on the MDR 2032493-2025-00198 previously submitted. The g6 type of report should have been noted as "initial" not a "5-day report. ". The correction to g6 does not have any impact on the other data submitted on earlier reports. Other than g6, the data stand as previously submitted.

Event description:
No additional information was received. This report represents corrections to g6 on the MDR previously submitted.